Event description:
The pt underwent percutaneous transluminal coronary angioplasty. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. After advancing one knot to the sheath, he tried to withdraw the device over the wire and met with resistance. He pulled the device out, but noted that the j-tip of the sheath was not present. The pvs procedure resulted in a good, dry closure. However, the pt was sent for surgical removal of the j-tip, which had been caught in the knot at the arteriotomy.